Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent treatment of two aneurysms, one in the proximal superficial femoral artery and one in the popliteal artery. An 8mm x 15cm gore® viabahn® endoprosthesis (vsx device) was intended for use in the popliteal artery. The physician successfully crossed both aneurysms with a stiff glidewire®. The introducer sheath (manufacturer unknown) was parked just before a tortuous bend in the right external artery. The landing zone for the first vsx device was just beyond a sharp tortuous bend in the popliteal artery. The physician was unable to advance the vsx device past the sharp bend in the popliteal artery. As the physician was removing the vsx device, it got hung up on the outer edge of the sheath. Since the vsx device wouldn¿t go into the sheath, she decided to remove the sheath and vsx device in tandem. The sheath came out however the vsx device would not fit through the arteriotomy in the left common femoral artery. She then proceeded to due a cut down in order to remove the vsx device from the arteriotomy in the left common femoral artery. After the introducer sheath, vsx device and guide wire were removed. The physician advanced a stiff terumo glidewire advantage through a 10fr x 65cm gore® dryseal flex introducer sheath up and over the aortic bifurcation. The case was successfully completed with four vsx devices (8mm x10cm, 9mm x 15cm, 10mm x 15cm and an 11mm x 5cm). The patient did not experience any adverse consequences. 2203-a: -other, inability to remove vsx device through the arteriotomy.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. Evaluation of the returned product indicates damage to device are consistent with attempted withdrawal into sheath and device removal. The root cause of the observed damage to device are consistent with attempted withdrawal into sheath and device removal. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.